Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they had issue with cautery functioning. Device was getting intermittent power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25153391, 25153369, and 25153269 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot numbers. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they had issue with cautery functioning. Device was getting intermittent power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.